Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as poor hand washing. The peritonitis was manifested by cloudy effluent, abdominal discomfort and fever. The patient was not hospitalized for the event. On an unreported date, dianeal therapies were discontinued and switched to hemodialysis (hd). In the same week as the onset, the patient started treatment with vancomycin with hemodialysis (3 times per week for two weeks, dose and route not reported) for peritonitis. On an unreported date, the patient was retrained in aseptic technique. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported to have occurred in (B)(6) 2014. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.